Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381823 and lot number 4110944. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard catheter broke/separated. The following information was provided by the initial reporter, translated from french to english: the rupture occurred at the same point on the catheter but this time in retrospect. The operator had inserted the catheter without any problems. He left to retrieve the medication and when he returned to check on the patient, the catheter had ruptured at the same level as last time, causing the patient to bleed heavily. He was able to retrieve the catheter from under the patient's skin in order to remove and replace it. The biggest risk is that the flexible part of the broken catheter remains under the patient's skin and we are unable to retrieve it.